Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that in the process of intubating the patient, it was found that the pipeline was not clear. At that time, the blood vessel was punctured and waiting for the catheter to be inserted. The patient was asked to wait and replace the catheter. The catheter was not clear again, and the patient was asked to wait... Neurosurgery catheters are used. During this process, the patient is forced to wait in a posture to produce anxiety, doubt, and anger. Despite repeated explanations, it still makes it difficult for medical staff to communicate with them.